Event description:
It was reported that a patient underwent breast surgery on an unknown date and suture was used. The patient experienced a wound dehiscence approximately 7 to 10 days post operative. Additional information has been requested.

Manufacturer narrative:
Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: product y427h batch elm656, mfg date: 10/01/2012, exp date: 07/31/2017; product y426h batch gbz845, mfg date: 02/01/2013, exp date: 07/31/2018; product y214h batch emk204, mfg date: 11/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.